Manufacturer narrative:
Article citation: remulla, daphne b., et al. ¿long-term outcomes of biologic versus synthetic mesh for parastomal hernia repair.¿ annals of surgery, 24 feb. 2026, journals.lww.com/annalsofsurgery/abstract/9900/long_term_outcomes_of_biologic_versus_synthetic.1564.aspx, https://doi.org/10.1097/sla.0000000000007027. Multiple requests for further information have been made. Abbvie has received no response from the authors. The lot numbers associated with these events remain unknown; therefore, an internal investigation could not be performed. No devices were returned for evaluation. Based on the limited information reported, a relationship between the events and the strattice tissue cannot be determined. If additional information is received, a follow-up report will be submitted. Without identification of the lot number(s), a relationship to the strattice was not determined. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Heathcare professional reported in a publication from the us titled "long-term outcomes of biologic versus synthetic mesh for parastomal hernia repair: post-hoc analysis of a multicenter randomized clinical trial¿. The article presents extended results spanning 5 years from a multicenter, single-blinded randomized controlled parallel group trial using either biologic mesh (strattice reconstructive tissue matrix) or medium-weight polypropylene synthetic mesh (bard soft mesh, a non-abbvie device) during parastomal hernia repair. 108 patients were involved with 57 patients assigned to the biologic mesh cohort. Strattice complications (patients): wound debridement (6), percutaneous drainage (3), mesh erosion (2), and recurrent parastomal hernia repair (9). The lot number(s) associated with this record was not reported.